Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient had a follow-up visit and the patient reported palpitations. An electrocardiogram (ECG) showed the patient had a new onset of atrial flutter. The following day the patient was hospitalized; an electrical cardioversion was performed, and the patient's atrial flutter was resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.